Event description:
I am the anesthesiologist of record in the case. We opened a spinal kit for the patient attached for her scheduled c-section. We noted a contaminant in the plastic tray of the kit. We removed the kit and opened a new one. No harm came to the patient.